Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for elevated ldh=800. Baseline ldh was 400. The patient was treated with integrilin and their lactate dehydrogenase (ldh) level decreased back to baseline. It was reported that the patient is doing well at home with no further issue.

Manufacturer narrative:
The pump remains in use supporting the patient. A specific cause for the reported event could not be confirmed. A log file from the time of the event was submitted, and revealed normal pump operating parameters. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The MFR is closing its file on this event.